Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited a large drop in estimated longevity due to high atrial sensing. The device data was sent to engineering for review. Data analysis revealed the battery depletion was due to increased power consumption associated with the high atrial sensing rate. This device remains in service. No adverse patient effects were reported.